Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl suspected.

Event description:
Physician reported left side device removal due to "suspicious for alcl." Histopathological markers were not reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Pathology confirmed that alcl is not present as the pathological markers of cd30+ and alk- were not confirmed. Further reported was "capsular contracture, baker grade IV (bilateral)." The reported "reoccurrence of breast cancer" is considered not related to the device. The device has been explanted.

Event description:
Physician reported right side device removal due to "suspicious for alcl".